Event description:
It was reported that, during the permanent implant procedure on (B)(6) 2021, the patient had some medical issues following sedation. In turn, the procedure was abandoned. No product was implanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.